Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 1988 and bard mesh monofilament was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted due to pop. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. Other- hernia, dirverticulitis with bleeding. The patient underwent a mesh revision/removal on (B)(6) 1994, (B)(6) 1995, (B)(6) 2004, and (B)(6) 2003 due to erosion, fistula, and prolapse. The patient underwent a mesh revision/removal on (B)(6) 2005 & (B)(6) 2005 & (B)(6) 2007 due to extrusion, prolapse, and erosion. No additional information was provided.